Event description:
While wearing the external equipment, the pt reportedly experienced uncomfortable sensations. In 06/05, the pt was seen for device evaluation. External equipment was exchanged. However, the problem was not resolved. Add'l testing performed confirmed out of range impedances on several electrodes due to broken electrode leads. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
It is believed that the cause of this device failure was the broken wires found at the fantail region. It is believed that these breaks might have caused the high impedances and uncomfortable sensations reportedly by the pt. Sem analysis revealed fatigue breaks at the end of the wires. This older device configuration is not currently manufactured. Advanced bionics will continue to monitor for failures of this type. If mfg resumes at a future date, advanced bionics will determine if any add?l actions are required. This is the final report.